Manufacturer narrative:
The valve was not returned to edwards for evaluation as it remains implanted in the patient. Per the instructions for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. As limited information was provided, there are no known patient risk factors that could have contributed to the event (end-stage renal insufficiency, disorder of calcium metabolism). The root cause of this event could not be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, approximately four years post transfemoral tavr procedure, the patient underwent a valve in valve (sapien 3 in sapien) procedure due to valve stenosis. The sapien 3 valve was deployed via transfemoral approach as intended in a 90:10 aortic position with no resulting pvl or cai. The patient had been symptomatic prior to the intervention. The patient was noted to be in stable condition at the conclusion of the case.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Correction:date of event and date of report.